Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a user facility regarding a patient receiving unknown baclofen via an implanted pump. It was reported there was concern that the pump was not working properly. The pump was replaced and the pocket was relocated to a new location.